Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. Date of event is an approximation. The patient experienced inaccurate cgm values which occurred after the sensor had been inserted in the arm. On (B)(6) 2024, the patient experienced dizziness and blurred vision. The cgm was reading 30 mg/dl (note the display device will not show a value of 30 mg/dl. It will read low for any value 39 mg/dl or below). The patient called an ambulance. There, the bg was 700 mg/dl and the cgm was reportedly 30 mg/dl. The patient was admitted for 6 days, treated with IV insulin and basal insulin. Of note, it was documented that she had hypertension and broken legs. The patient was back to normal during the report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when patient had symptoms. The reported glucose values fall within the d zone of the parkes error grid when the paramedic was called. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.